Event description:
Pt states one pump (sn: (B)(4)) is malfunctioning continuously, beeps showing "non disposable tubing" error. Pt has used 5-6 cassettes to resolve problem. No other information provided. Dose or amount: 30 ng/kg/min. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.